Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e224 scope communication error. Based on the results of the investigation, it is likely that a damaged cable connector with scratched pin caused the e224 scope communication error. However, a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplement report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was not communicating with the processor. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.